Event description:
Device migration. Patient end-plate anatomy led to sub-optimal tlif oblique implant positioning in initial surgery. In the following weeks, it was discovered that implant migrated/backed-out, so a second surgery was completed to re-position the implant. The implant was successfully repositioned in the secondary surgery.